Event description:
It was reported that a piece of the white drain broke off in a pt. The drain was placed on (B)(6) 2012 in a female pt undergoing a laminectomy foraminotomy l3-4, l4-5. The drain was placed at the time of skin closure. There were no problems placing the drain. There were no perforations made in the drain and no sutures were placed near the drain. The drain was checked during closure for free motion by the physician assistant by pulling the drain in and out of the incision made for the drain. There was no resistance or any other difficulties noted when pulling the trocar through prior to placement and closure of the incision. The product was monitored by the nursing staff in relation to the amount of drainage noted in the jackson pratt bulb. The date of attempted removal when the drain broke was (B)(6) 2012. The drain was attempted to be removed slowly but resistance was felt. Resistance was noted by the nurse who then notified the physician assistant who then attempted removal when the drain broke. It broke in the lower spine. There was no pinching/binding of the drain noted at removal. It was broken approximately 1 cm proximal to the tubing and drain junction and did not appear to be stressed and did not appear to be nicked or cut or sutured. It appeared to be jagged. The pt had to be taken back to surgery on (B)(6) 2012 for removal of the indwelling drain piece. At the time of the surgery, it was noted by the surgeon that the drain was intact and was not captured by any suture. According to the surgeon¿s notes, the drain was found well deep into the fascia extending into the muscle and a portion within the canal. The surgeon noted that it appeared to have caught within her musculature. It was removed easily. The pt is recovering at home.

Manufacturer narrative:
Received drain and evacuator for eval. The drain was returned in two pieces. The clear tubing was broken approx ¾¿ from the hub of the flat drain and a partial piece of the white flat drain was also returned. The returned sample was found with jagged and sharp edges. Stress marks were noted at the breakage site which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. A lot number was not provided; therefore, the device history record could not be reviewed. There is nothing in the mfg process that could have caused or contributed to the reported failure. The instructions for use state the following in the cautions section: ¿to avoid the possibility of drain damage or breakage: add¿l perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks.¿ (B)(4).